Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of up to 500 (mg/dl) and moderate to high ketones. Reportedly, the customer believes that the elevated bg is due to taking a medication to treat a poison ivy outbreak. Customer programmed a temporary basal insulin rate to treat bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.